Event description:
Repair request initiated for device with a report of a bent foot. Report escalated to complaint on evaluation due to damage by tool contact. No pt impact was reported. On follow-up, it was noted that the foot was bent before the procedure began and the tool was not properly seated in the motor. It was confirmed that there was no pt impact.

Manufacturer narrative:
Findings: report confirmed. Evaluation of the device noted that the footed portion was damaged by tool contact. On follow-up, it was noted that the foot was bent before the procedure began and the tool was not properly seated in the motor. It was confirmed that there was no pt impact. The user manual states, "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."